Event description:
The physician was in the process of doing a procedure on a pt's foot when the o-ring blew out from under the cap allowing liquid nitrogen gas to escape and burn the palm of the dr's right hand. The palm became red and tender but there was no blistering. The physician was not wearing protective equipment at the time of the incident.